Event description:
Procedure performed: anterior resection. Event description: "it was torn." Product is available for return. Additional information was received via email on 07apr2026 from [name], amk territory manager. "It's unknown during what step in the procedure the malfunction occurred. It's unknown where the sheath separated/tore from. It's impossible to provide the pictures. It's unknown whether any instruments were used within the alexis during placement. It's unknown whether any instruments were used within the alexis during the procedure. It's unknown whether it particulated." Intervention: ni. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.